Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment and cause of peritonitis was not reported. Two days later, the patient was discharged from the hospital. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h13c04027, h13b03021. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.